Event description:
Additional information was received indicating that a surgery was performed to explant and replace the left ventricular (lv) lead. No adverse consequences were reported for the patient.

Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high capture that resulted in a loss of capture was noted on the left ventricular (lv) lead. A lead dislodgement was suspected as the cause of the loss of capture and fluoroscopic imaging is anticipated. The device was reprogrammed to deactivate the lv lead. The patient was stable and will continue to be monitored.